Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunctional/sacral nerve stim. It was reported the patient was still having issues with retention and had to catheterize once a day. The patient was referred to the doctor for program change. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. The patient had a history of prostate cancer.

Event description:
The patient further reported that they didn't know if it was working or not because they were still having problems. It was noted they main reason they had it done was because of urinary retention. On the day of the report, the stimulator was turned up to 4.3. It was stated that catheterizing once a day kept it open since it closes up on them. The patient had spoken with their doctor, and they thought it was working.